Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name: ventral hernia. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No adverse patient consequences. Please explain in detail what was the issue with the device. What do you mean by ¿cannot fire properly? I.e did the device jam? When the trigger was depressed, no straps were deployed?, "straps" were not adhering to tissue or mesh? Etc one of the devise jam, another one was not properly deployed and jam too. Hence couldn't hold the mesh towards tissue. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Sample received. Post evaluation and shipment rmao will be updated. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the cannula shaft bent. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 11 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2022 and the absorbable strap was used. It was reported that the mesh fixation time device cannot fire properly and the pins are stuck. It was reported that the device was not properly deployed and jammed. Hence couldn't hold the mesh towards tissue. There were no adverse patient consequences reported. Additional information was requested.